Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that after the patients sling device did not work, the patient had an artificial urinary sphincter implanted on (B)(6) 2021. The patient states his aus pump is too high. His physician recommended him to sit in a warm tub to pull down the pump. The patient has not been activated yet, he will have an appointment for activation in may. Patient liaison has encouraged him to follow physician instructions.